Event description:
It was reported to boston scientific corporation that during a therapeutic stone retrieval procedure (date unknown) our graspit (urological grasping forceps) was used to entrap and remove a stone from the urinary tract. The device broke at the distal end part during the calculus removing. The broken distal end and the calculus remained in the urinary tract. Eventually, after one hour, the physician did succeed to remove the broken part and the calculus. There were no pt complications due to this event.

Manufacturer narrative:
The device has not been received by this MFR. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation will be conducted upon return of the product. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report. The april 2007 15-month graspit complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.